Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed, and a 35mm watchman flx pro closure device was selected to be used. During the procedure there was difficult transesophageal imaging pre-transseptal puncture. A 20mm closure device was deployed. The physician realized the appendage was larger than originally thought based on transesophageal echocardiography (tee) images. It was decided to up size to a 35mm closure device. The closure device was mildly over compressed, after examination of placement, compression, tugs, and evaluation for leaks the physician decided to deploy the closure device. A few minutes later after deployment, the closure device embolized. A non-boston scientific (bsc) 8.3 mm snare and a non-bsc sheath were used to retrieve the 35mm closure device. The physician had to pull the closure device through the septum leaving a 6mm hole. A non-bsc closure device was used to close the hole. Instead of pulling the closure device through the femoral vein and risk damaging it, a cut down approach was used to successfully remove the closure device from the groin. The patient left the catheterization laboratory in stable condition and intubated to the intensive care unit (ICU). The patient was discharged after a couple days and is doing well.

Manufacturer narrative:
E1 initial reporter email: updated with additional information received.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed, and a 35mm watchman flx pro closure device was selected to be used. During the procedure there was difficult transesophageal imaging pre-transseptal puncture. A 20mm closure device was deployed. The physician realized the appendage was larger than originally thought based on transesophageal echocardiography (tee) images. It was decided to up size to a 35mm closure device. The closure device was mildly over compressed, after examination of placement, compression, tugs, and evaluation for leaks the physician decided to deploy the closure device. A few minutes later after deployment, the closure device embolized. A non-boston scientific (bsc) 8.3 mm snare and a non-bsc sheath were used to retrieve the 35mm closure device. The physician had to pull the closure device through the septum leaving a 6mm hole. A non-bsc closure device was used to close the hole. Instead of pulling the closure device through the femoral vein and risk damaging it, a cut down approach was used to successfully remove the closure device from the groin. The patient left the catheterization laboratory in stable condition and intubated to the intensive care unit (ICU). The patient was discharged after a couple days and is doing well.